Event description:
On (B)(6) 2012, customer reported that the probe, on the act instrument, dripped during startup. The volume of the leak was 2 to 3 drops of fluid, and it was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Cts advised the customer to replace the dual diluent filters to resolve the probe drip. Customer replaced the filters and reported that no dripping occurred from the probe once the filters were replaced. This service resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).